Event description:
It was reported by the surgeon that during surgery, the size 1 broach and size 1 avenir stem did not match. The surgeon proceeded with the surgery which took 45 minutes to complete by removing the size 1 stem and implanted a size 2 avenir stem.

Manufacturer narrative:
The manufacturer did not receive the affected device for investigation. While the cause for the specific event cannot be ascertained from the information provided, an updated report will be submitted once the device is received and investigated. (B)(4).